Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code updated to reflect code 2645.

Event description:
Additional information was received indicating that there was no patient involvement. The product problem was observed during testing.

Manufacturer narrative:
Other, returned device was received in excellent physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, no fault was found with the returned device. The dso sensor was replaced for preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that cadd solis vip pump alarmed when a cassette was attached. No patient injury or complications were reported in relation to this event.